Event description:
The doctor reported the implant was removed due to infection less than 3 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. Other than the infection cause, no finding was reported during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.